Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during the rewind process. The patient's blood glucose at the time of incident was 3.2 mmol/l. Troubleshooting was initiated for the motor error alarm. The caller did not recall any significant events that led to the motor error issues. The customer had already reverted to their back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.